Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex:requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: lab manager/tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the tr band was applied after catheterization procedure. The tr band began to lose air and deflated resulting in a new tr band being placed. 12ml of air was injected into the tr band when it was applied. Immediately after the procedure the tr band started to deflate. Air was leaking from the large and small balloon assembly. Hemostasis was achieved with a second tr band. There was no noticeable damage to the device. The patient was stable. The procedure performed prior to the use of the tr band was left heart catheterization (lhc). There was no blood loss.